Event description:
Customer ran a blood glucose test and received an error, when they tried to retest the code key number displayed incorrectly on the screen. A request was made for the return of the suspect device and replacement product was sent. No controls were in use.